Event description:
On 4/11/1997, during a meeting with a manufacturer sales representative, the facility oncology nurse manager reported six separate instances of device catheter breakage. This report investigates the sixth incident. No common element was discovered. At this meeting, it was agreed upon that the facility oncology nurse manager would put together the necessary information so that a product complaint report could be completed. Lot numbers were provided for each of the devices.

Manufacturer narrative:
The eval results of apparent trend for suspect catheter lots has been completed and the results are as follows: 1.) The complaint rate was consistent with complaint rates from other mfg lots. 2.) The product profile was bimodal, but both arms of the modality were within the product specification. 3.) Material identification and function were consistent with 510k and co specifications. 4.) Sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend as reviewed by a food and drug administration (FDA) investigator during an atlanta district office audit of the MFR which was conducted from 8/24/1998 through 9/15/1998. Therefore, based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR.'s investigation of this event is inconclusive. No further details are available. The MFR. Is now closing the file on this event. Submitted to the FDA 1/25/1999.